Event description:
A surgeon reported that a patient experienced a torn posterior capsule in their right eye during the insertion of a cv232 iol. The report states that the implant procedure was performed under topical anesthesia. Wound was enlarged and the iol would not easily pass through the incision causing a sudden entry of the iol haptic in the eye tearing the posterior capsule. The iol was removed and replaced with an unspecified model. A vitrectomy was performed to remove vitreous from the front of the eye. The patient's prognosis is good, condition stable and visual acuity reported as 20/25 at 4/5/2006 post op visit. No further information has been provided.